Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083523, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial:(b)(6, batch: 7083796, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site and inadequate stimulation due to lead migration. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility.